Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was fluid leaking from the valved trocar. The case was completed by using plugs to avoid the leakage. There was no patient harm.

Manufacturer narrative:
Three opened 23 ga trocar hub/cannula assemblies were received for the report of valved trocars were leaking. The returned samples were visually inspected using 15x - 20x magnification and all three samples were found to be nonconforming. Samples #1 and #2 had damaged septums and the septum on sample #3 did not close back up after the blade was removed. For this complaint file, the final customer lot was identified as lot 14015257x. For this final lot, (B)(4) 23 ga valve entry lots, manufactured in jan-2014 to mar-2014, were used to make up the final lot. A device history record review for each of the 23 ga valve entry lots was conducted; no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination indicates this is the first complaint reported for leaking against the trocar lots. Two of the returned had damaged septums and one of the returned samples had a septum that did not close all the way. An internal investigation was opened for an increased complaint rate for leaking trocars and was correlated to a manufacturing inspection practice that required manipulation of the valved septum along the blade shaft. This inspection practice was in use on all (B)(4) ga trocars from jan 2015-august 2015. This complaint reported lot does not include trocars manufactured during this period. However, the inspection practice was allowed on an as needed basis to assess trocars during manufacturing throughout 2014. Excessive instrument exchange through the valves can also cause an open state and the samples appear to have been used before return. The root cause of the open state for these samples cannot be definitively determined. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. However, an internal investigation was opened to further investigate the septum design to improve durability of the valve. (B)(4).